Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's battery site hurt whenever they were sitting on the couch or when they were recharging their device. The patient stated they felt like it had moved, it used to be flat but now it was sticking out on the side. The pain management provider examined the pocket site and confirmed the device had shifted position and was protruding underneath the skin. Pocket revision was recommended. The pain management provider followed up with implant physician to discuss possible pocket revision for the patient. The issue was not resolved at the time of the report and no surgical intervention had occurred. It was unknown if surgical intervention was planned and the patient was alive with no injury. No further complications were reported or are anticipated. Additional information was received and it was reported that the patient would be getting a revision soon to correct an ins that appears to be eroding. No further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the ins flipping and eroding was not determined at this time. The surgical intervention had not been scheduled yet. No further complications were reported.